Event description:
Literature was reviewed regarding 'resuscitative endovascular balloon occlusion of the aorta (reboa) for non-trauma patients in an urban hospital: a series of two cases. A reliant balloon and a sentrant sheath were used for a resuscitative endovascular balloon occlusion of the aorta (reboa) procedure to stabilize the patient¿s hemodynamics and prevent lethal cardiovascular collapse due to hemorrhagic shock from iatrogenic epigastric artery bleeding following laparoscopic umbilical hernia repair. The devices were placed via ultrasound-guided percutaneous femoral artery access to avoid lethal hemodynamic collapse during induction of general anesthesia. The balloon was positioned in zone 1 and confirmed with x-ray. The adverse events reported were: periprocedural lactate increased from 6.7 mmol/l to 8.1mmol/l. Lactate levels already decreased to 5.9mmol/l 1 hour postoperatively. Post op the patient developed acute kidney failure requiring continuous veno-venous hemodialysis for 11 days. It was noted kidney function was normalized at follow-up 3 weeks later. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Van de voort, j.c., vrancken, s.m., manusama, e.r., klinkert, p., hoencamp, r. And borger van der burg, b.l.s. (2024) ¿resuscitative endovascular balloon occlusion of the aorta (reboa) for non-trauma patients in an urban hospital: a series of two cases¿, trauma surgery & acute care open, 9, e001515. Available at: https://doi.org/10.1136/tsaco-2024-001515 (accessed: 23 february 2026). Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.